Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Record is for unknown side. Device has been explanted.

Event description:
Healthcare professional reported rupture. Record is for unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, e1, e3, g1, g2.